Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycaemia. The customer's blood glucose level was over 200 mg/dl at the time of the incident which later increased to 444 mg/dl. The customer was assisted with troubleshooting. The customer mentioned that they had got a new transmitter but they still get a repeated blood glucose required alarm. The customer informed that even though they were on auto mode they were still running high. The insulin pump will not be returned for analysis.